Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and low vault was noted. The lens remains implanted but the surgeon plans on exchanging the lens for a longer length. The patient's last ucva was 20/50 one day postop.

Manufacturer narrative:
A lens work order search revealed there were no similar complaints within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). Staar recommends the icl to be left implanted if no cataracts or where there is a trace anterior sub-capsular cataract with no progression. Staar believes that the action to remove and/replace the icl increase the risk for anterior sub-capsular cataract. Based on the complaint information, work order search and medical review, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. The lens remains implanted. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).